Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, that the perfusionist could not calibrate the electronic pt gas system (epgs), shows dashes on percent oxygen (%o2) on the perfusion screen. The system was restarted a few times with the same issue. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Investigation is in process, but not yet completed.